Event description:
The customer reported that the foot switch on the system would stick. No patient injury reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The nodes on the c-arm were flashed and reloaded. The service representative ordered a new foot switch for the customer to replace. The customer reports that the system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.